Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A system operator reports a pt with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure on the right eye. Current information indicates there is no pt injury associated with this event. At 6.2 months post-op, bcva is 20/20-1 and ucva has improved from 20/cf pre-op to 20/40 post-op. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.